Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii and implanted the patient with an expired device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified the device appeared intact, white biological tissue, and red particles on the shell.

Event description:
Device has been explanted.